Manufacturer narrative:
Hologic technical support (ts) and product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues. Pas confirmed the sample was low-target based on the rlu value and kinetics curves, and ts relayed this information to customer. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all false/discrepant/questioning results complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua200014), aptima sars-cov-2 (eua200734), and aptima sars-cov-2/flu (eua202959). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of false/discrepant/questioning results, confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sar-cov-2 tma run, wl 01689-20200712-01, using assay lot 274448 on panther instrument sn (B)(4). Which had one discrepant sample. This sample tested negative on the panther but then tested positive on a non-hologic platform.